Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels after receiving a new insulin pump. The customer's blood glucose reading ranged from 320 to 542 mg/dl. The customer treated with a manual injection. The customer completed troubleshooting and did not find any problems. The customer was unable to perform the high pressure test due to not having tubing clamps. The customer was sent tubing clamps and was advised to call back when she received them to perform the test. Nothing was replaced or returned for analysis.